Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the relevant shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior lumbar spinal procedure at l4-s1 to treat spinal canal stenosis. It was reported that the tip of the driver broke during tightening of the screw. The tip could not be retrieved from the setscrew and was left in the patient. No additional patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.